Event description:
Patient was revised to address loosening of the femoral and patella.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 2 years ago. The products were not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The cement product was reported to be of depuy competitor manufacture. The investigation could not draw any conclusions about the reported device loosening without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.